Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The user informed the service representative that the tank was full of an unknown white substance during the event. The customer uses (B)(6) during cleaning, but reported that the white substance did not smell like (B)(6). The service representative opened the unit and identified a foam residue around the patient bridge and patient pump 1. The service representative found that the burning smell was coming from pump 1. During functional testing, the pump did not work and was replaced. During subsequent testing, a white substance was noted coming from the tanks. The patient tank was completely cleaned and drained several times until clean water was observed. The source of the white substance is unknown. The service representative informed the customer to strictly follow the disinfection procedure and the customer reported that the cleaning procedure will be monitored moving forward. The device was tested according to manufacturer specifications and no further issues were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the user noticed a burning smell coming from the sorin heater-cooler system 3t post-procedure. There was no report of patient injury.